Manufacturer narrative:
A steris service technician arrived onsite and could not duplicate the reported event. The surgical table was operating according to specifications. No repairs were required, and the table was returned to service. A steris account manager performed an in-service training on the proper hand control usage and storage with the customer specifically, to ensure employees do not inadvertently press hand controls. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3085 sp surgical table began to tilt without being commanded to do so. The procedure was completed successfully. No report of injury.